Event description:
Caller alleged discrepant results with the inratio meter compared to the lab. Results as follows: date: (B)(6) 2012, inratio inr: (2.5), lab inr: (1.3). The time between testing was 1 hour. Therapeutic range was not indicated for pt. There was no reported adverse pt sequela. There was no additional info provided.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2012 inratio meter = 5.1 reference = 1.3 mean = 3.20 confidence limits = 1.9-4.6. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values fall outside the limits, so the criteria are not met and the values are discrepant beyond the documented variability for pt/inr testing. This would be subject to strip accuracy testing as part of the complaint investigation. In-house therapeutic donor testing has been performed on reported lot 273312 on 09/26/2012. Results as follows: donor 207, inratio: 3.3,3.2,3.4, reference: 2.71, bias threshold: 3.71-3.71, %cv: 3.03. Donor 208, 1.5,1.5,1.5, 1.50, 1.00-2.00, 0.00. All replicates for each donor are within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than 16%. Precision criteria has been met. No further investigation is necessary. Analysis of the client's data from inratio and reference tests revealed that the test result comparison did not meet accuracy criteria. No product was expected to be returned so retain products were used for investigation testing. Retain strip testing. Retain strip testing results met accuracy and precision criteria. Root cause could not be determined from the info provided by the customer. (B)(4). No further action is required at this time. This issue will be subject to tracking and trended.